Manufacturer narrative:
Updated grids.

Event description:
This report is based on information provided by a philips field service engineer (fse). And has been investigated by the philips complaint handling team. Philips received, a complaint on the heartstart mrx defibrillator/monitor. Indicating, that the device failed the pacing test, during routine testing. The failure was discovered, outside of clinical use. No patient or user harm was alleged. The device was evaluated onsite. Finding that the power printed circuit assembly (pca) had failed. The fse replaced the power pca and tested the device. The device passed all testing and was returned to use. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a component failure. The reported problem was confirmed. Unfortunately, because the fse replaced the component with local stock and the failed component was scrapped per local procedure. No component level root cause can be identified. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed. And while, there was no reported patient death or serious injury, the reported failure mode impacts or potentially impacts therapy. Which, could cause or contribute to a death or serious injury if the malfunction were to recur, while in clinical use. The data entered in this complaint record will be utilized for product quality and safety improvements, per the post market surveillance and risk management processes. The device was operational, after repairs were completed. The investigation concludes, that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the pacing test failed. No patient involvement reported at this time.